Manufacturer narrative:
It was reported that the patient wore the shoes and inserts for about a week and started noticing a foul smell and drainage from right foot patient went back to the provider to receive treatment for the ulcer. The custom insole was returned for evaluation; evaluation of custom insert found no defect. Made to patient specifications. The root cause could not be established. Additional reporting on this event will be provided as a supplemental report if more information becomes available.

Event description:
It was reported that the patient wore the shoes and inserts for about a week and started noticing a foul smell and drainage from right foot. Patient went back to the provider to receive treatment for the ulcer.